Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the tip of the suction irrigator instrument broke during the procedure. The product is not available to be returned for failure analysis testing because it has been disposed. There was no further information provided. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of fragments falling into the patient, nor any reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the suction irrigator to perform failure analysis as the customer noted that the device was not available to be returned because it had been disposed.